Event description:
It was reported that the patient presented to the hospital. Upon review, the patient's implantable cardioverter defibrillator(ICD) exhibited possible circuit damage and failed to run a capacitor maintenance. The right ventricular(rv) lead exhibited high voltage lead impedance. No intervention was performed. There were no patient consequences. Related manufacturer reference number: 2017865-2022-03632.